Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was mid 50s-60 mg/dl. They would disconnect and treat with food. Customer states insulin pump isn't suspending on low. They were assisted with turning low settings on for sensor. The insulin pump will not be returned for analysis.